Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown. Date implanted - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that the patient underwent shoulder hemiarthroplasty on an unknown date. Subsequently, on (B)(6) 2014, patient underwent a revision procedure due to pain and dislocation. The bio-modular head and glenoid liner were removed and the patient was converted to a reverse shoulder.